Event description:
It was reported by the patient's family that a valve failure occurred. No additional information is currently available. Additional information has been requested.

Manufacturer narrative:
Date of event - estimation.

Event description:
T was reported by the patient's family that a valve failure occurred. No additional information is currently available. Additional information has been requested. It was further reported that the device was an acurate neo2 valve, not a lotus edge as previously reported. The severely calcified native aortic annulus was 24mm in diameter. The vasculature was mildly tortuous. An acurate neo valve was implanted in the intended location to treat the native aortic annulus. Two (2) years post implant, transesophageal echocardiogram (tee) revealed severe central aortic regurgitation. Computed tomography (CT) imaging showed no indication of leaflet thrombosis. The cause of the severe central aortic regurgitation is possibly attributed to leaflet damage from post dilatation. On an unspecified date, valve-in-valve was performed with the implant of an unknown manufacture's valve. The patient is reportedly well.

Manufacturer narrative:
Additional information indicated the device was not a lotus edge valve, but rather an acurate neo valve. The acurate neo valve is currently not marketed in the united states (us) and there is no similar device marketed in the us. B3 date of event - updated from (B)(6) 2022 b5 describe event or problem - updated d6 - implant date - estimate